Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: poor image quality probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, software, scope, light source, camera head, couple, 1488 & 1588 extension cable, intermittence while using rf devices, problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge , mnufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was poor quality image.

Event description:
It was reported that there was poor quality image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.